Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device.the reason for call was patient reported they didn't use their device for 2 years because it was not charging their implant. Patient stated they got it working again and its working 'kind of funny'. Agent had difficulty understanding the patient and agent tried to obtain all relevant information as possible. Patient stated when they plug it in 'all the white turned green' and one for the stimulator 'it sort of uses any', the first green bar but it rarely uses anything in the 2nd bar. Patient stated when they first charging the implant for hours, both bars turned green, but the implant charge level rarely moves at all. Patient said they charge the implant for 6 hours yesterday and this morning for 3 hours and that started on friday. Patient mentioned they went to the medtronic center and showed them that the controller is fully charged but the 'person did not' and they sat there for 5 hours then they started to charge. Patient stated on saturday and sunday the battery charger itself didn't use much energy at all. Agent had patient to reset the controller. Patient confirmed no visible damage on the controller compartment, port, recharger paddle, cord and pins. Agent had patient to clean the connection pins. Patient said they kept the device in a plastic container when they were not using it. Agent reviewed recharging best practices and had patient to start a charging session. Patient said they saw yellow light blinking on the controller then they saw poor recharge quality but suddenly went to batteries screen showed 100% for the controller, 70% for the implant and excellent recharge quality. Patient said the controller screen kept on switching between the batteries screen and poor recharge quality without moving the paddle. Troubleshooting steps taken on the call didn't resolve the issue. Agent sent a request to replace the recharger. Patient confirmed at the end of the call that they were able to maintain the excellent connection. Agent made an outbound call to clarify the issue. Patient confirmed that their stimulation is working and sometimes they feel it in their legs and feet. Patient asked if it's supposed to work all the time. Agent reviewed information.patient called back and repeated previously documented information. They stated that the implant battery always stays at 100%. Agent walked patient through checking the battery levels, controller was at 60% and implant was at 100%. Patient mentioned that they removed the battery pack this morning and waited for a few minutes before they put it back in, but the implant battery was still at 100%. Patient confirmed that the stimulation was on and they were in group a. They also confirmed that they could feel the stimulation once in a while. Agent asked ,patient confirmed that they charged their implant every day and they charged it overnight. Patient mentioned that the doctor turned down the stimulation about three weeks ago. Agent instructed the patient to unplug the recharger from the controller and monitor the issue for a couple of hours. Patient will call patient services back if the implant battery will not decrease after 2-3 hrs with the therapy on.patient mentioned that they received a replacement recharger a few weeks ago. Patient stated that when they plugged the recharger to the controller to charge their implant, the controller would turn off after 2 minutes. Agent reviewed information about controller's sleep mode features.agent had difficulty understanding the patient and agent tried to obtain all relevant information as possible.patient called back stating their stimulator was not working, their implant battery stayed at 100% charge and did not move. Patient verified their stimulation was on and they did not change groups. Patient thought they may have felt a little bit of therapy stimulation but it was not as strong. During call patient unlocked controller and they had settings not available. Patient was redirected to their hcp.

Event description:
Additional information from the patient that the battery does not take the charge. Patient said that it was determined that the battery was the problem. Patient also said they no longer use the stimulator. They were 121 pounds of weight when the issue was happened.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.